Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia, with a cgm reading of ¿high¿ and a confirmatory glucometer value of 435 mg/dl for approximately nine hours while using an infusion set placed on the right abdomen and a fsl3+ cgm, with no reported meal, leakage, or bent cannula; the user was advised to perform a supply change and troubleshooting and education were completed. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention beyond troubleshooting and no hospitalization. Investigation included user interview and device-use troubleshooting. Investigation of this case revealed no device malfunction identified and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.